Event description:
Alleged the casters are locking into brake, but continue to swivel.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.